Manufacturer narrative:
The customer was sent a replacement power supply. In follow-up with the customer, the customer wasn't sure if there was a breach in the housing while in her possession. The customer indicated they had tried to have the power supply fixed. The customer stated she did not witness any smoke, fire, flame, spark and there were no injuries sustained as a result of the issue. The product evaluation revealed that the transformer housing was cracked in half and there were exposed wires/electronics which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. A visual examination of the power supply revealed a breach in the transformer housing, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.88 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.77 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power cord for their breast pump is no longer working but the pump works with batteries. Upon receipt of the product by medela returns dept, a breach in the transformer housing was noted.